Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and the active exhalation control module board. The system board and active exhalation control module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption. The active exhalation control module board was evaluated. The root cause of the active exhalation control module board to fail was caused by physical damage.